Manufacturer narrative:
It is not known if the date provided was the date the patient started the medication or if the date provided was the date of most recent dose. This information was requested but has not been provided. This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for crphs cardiac c reactive protein (latex) high sensitive (crphs) on a cobas 4000 c (311) stand alone system and a cobas 8000 modular analyzer used at another laboratory. This medwatch will cover the c311 system. Refer to medwatch with patient identifier (B)(6) for information on the cobas 8000 system erroneous results. The initial result on the c311 system was 0.26 mg/l. The sample was repeated and the result was 255.19 with a data flag. The sample was repeated again on the c311 system and the result was 318.11 mg/l with a data flag. The initial sample was sent to another laboratory using a cobas 8000 system and the results were 106.69 mg/l and 216.54 mg/l. After the initial point of contact the customer questioned results for a 2nd patient tested for bilirubin total gen.3 (bilt3) and creatine kinase (ckl) on the c311 system on (B)(6) 2017. Based on the data provided, the ckl results were erroneous. It is not known if the erroneous result for this patient was reported outside of the laboratory. This information was requested. The initial ckl result from the c311 system was 7 u/l with a data flag. The sample was repeated twice on the same analyzer with results of 101 u/l and 103 u/l. There was no allegation that an adverse event occurred. The crphs reagent lot number was 11817401. The expiration date was not provided. The ckl reagent lot number and expiration date were not provided. No rack adapters were used with 13x10 mm tubes. Rack adapters are highly recommended. Upon review of the alarm trace, multiple alarms were observed, indicating the need for instrument maintenance. The quality control (qc) data show clear imprecision and bias problems which suggest either maintenance issues or qc handling issues.

Manufacturer narrative:
The field service engineer (fse) visited the customer site. Probes and mixers were cleaned according to specification; special washes were programmed on the system; detergent aspiration was acceptable and according to specification; calibration and quality control results were fine; precision testing was performed with a patient sample and all results were good. The fse also identified pre-analytical issues including clots/fibrins in a patient sample. These issues may have caused probe contamination and mispipetting problems causing discrepant results. The most likely root cause of the issue was related to pre-analytical issues.